Manufacturer narrative:
A device history record (DHR) review was conducted and two lots were reprocessed for anomalies that did not contribute to the customer complaint. Five lots had no anomalies found based on the DHR review. The product was released based on manufacture¿s acceptance criteria. A complaint history examination indicates that this is the fifth complaint against the components of the reported lot. The returned samples were inspected and determined to be visually conforming. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Event description:
A customer reported that the trocar valves were leaking. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).